Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that during a routine device changeout, this right atrial lead was stuck in the device header. There was then physical damage noted on the terminal end of the lead. This lead was surgically abandoned. No adverse patient effects were reported.